Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during the dwell cycle of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The technical service representative had the caregiver cycle the power on the device to clear the alarm and advised them to start over using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.